Event description:
The customer stated that she was hospitalized with blood glucose levels less than 70 mg/dl. Troubleshooting was performed, and found that the time was incorrect. Assisted with correct time, and advised of impact that can have on basal rate settings. The customer did not know if her basal rate settings were correct. Advised to check with her doctor. The customer also stated that she was only able to set boluses as high as 1.7. Reviewed the bolus maximum setting, and found that it was set to 1.7. The customer stated that she would be speaking with her hcp regarding all of the insulin pump settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.